Event description:
Affiliate reports the fluid did not flow through the device and needed to be replaced. It was implanted in 2005 and replaced in 2007.

Manufacturer narrative:
Codman has received the device for eval. Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specs when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further info regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.